Manufacturer narrative:
This report is for an unk - plates: 2.4 mm variable angle lcp volar rim distal radius plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Photo investigation: the device was not returned. Upon inspecting the image provided, no issues/defects were determined with the plates and locking screws. The complaint is considered not confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition cannot be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history review - a DHR review could not be performed as the product code and lot number are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the patient will undergo a removal procedure for a distal radius plates due to an unknown reason. This report is for one (1) unk - plates: 2.4 mm variable angle lcp volar rim distal radius plate. This is report 1 of 2 for complaint (B)(4).